Manufacturer narrative:
(B)(4). Device not returned to manufacturer. (B)(4). A voluntary medwatch 3500a form was not received from the reporter. The product was not returned to the manufacturer for analysis. This device is used for treatment purposes. Blank fields in this report are a result of information not provided by the physician and/or user facility. Device description: the nim neuro 3.0 is an eight-channel, the nim-response 3.0 is a four-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. The nim does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.

Event description:
It was reported during a scheduled case "the system worked properly, but we had no responses." It was conformed the correct anesthesia was used. The device was tested with the patient simulator during surgery and responded normally. Patient electrodes were attached correctly and confirmed multiple times. The threshold was adjusted to see all possible responses. Patient had some nerve damage prior the surgery, so this could be the reason we had no responses. It was reported there was no impact to the patient. Postoperatively the correct settings for ent procedure was re-inforced to staff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.